Event description:
It was reported that the patient underwent a knee arthroplasty revision to address tibial loosening approximately one (1) year post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown persona femoral component catalog #: ni lot #: ni, persona fixed bearing posterior stabilized articular surface left 12mm catalog #: 42512400512 lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.